Event description:
The customer reported that the ventilator was alarming due to oxygen not available. The customer reported the device was in use and there was no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support (pse) for assistance. Pse advised the alarm may be due to a high or low oxygen pressure to the device. The biomedical engineer reported the oxygen manifold was causing a pressure problem and was replaced to resolve the reported problem. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient.

Manufacturer narrative:
Device out of warranty; no request for manufacturer's service.